Event description:
On (B)(6) 2012, the patient claimed he was treated at the doctor's office with insulin for blood glucose reading of 415 mg/dl. Reportedly, the night before, the patient changed his cartridge and infusion set and awoke with a blood glucose reading of 325 mg/dl. His blood glucose eventually went up to the reported high blood glucose and took 10.3 units to lower his blood glucose to 333 mg/dl. During troubleshooting, the patient claimed he was injecting left over insulin from the old cartridge. The animas representative advised the patient to discard left over insulin because, its potency is compromise during the mixing of old insulin with new insulin. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because, the patient received medical intervention for elevated blood glucose while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad was lifted near the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast keypad button is unresponsive. There was evidence of keypad contamination found under all key contacts. The contrast button contact was missing. Evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.